Event description:
Related manufacturer ref: 2182269-2022-00017. During an rfa procedure for a bilateral l4-s1 procedure, a few times during ablation the patient complained of a burning pain when rf was started. The generator was stopped each time the patient complained of the pain. The procedure was eventually completed with the same generator. Once the grounding pad was removed, no remarkable findings on the skin were noted. After exiting the procedure room, ten minutes later a burn mark was noted where the grounding pad was removed. The burn was noted to be both a first degree and second degree. Ice was immediately placed to the area, silvadene cream was applied, and dressing placed. Antibiotics were then prescribed by the provider. The grounding pad did not overlap with any other patches and there were no wrinkles or edges that were lifted on the pad when placed. The patient was neither hairy or diaphoretic at the grounding pad site. The patient did report the presence of hardware in their bilateral hip, knee, and femur . There were no alarms or performance issues with the generator or grounding pad.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 4 lesion nt2000¿ pain management rf generator was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Customer applied labels were noted on the exterior chassis. System logs files have been reviewed which did not reveal any data from the reported event date of 16feb22. Functional testing performed confirmed user defined target temperatures were successfully achieved repeatedly during the application of rf energy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported burn cannot be conclusively determined as no abnormalities were identified.